Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) the physician reported to have inserted this lead, burped the header, tightened down the set screw and claimed to have performed the tug test. However, when inserting the distal coil connector the proximal coil connector popped out of the header. After this the device was placed back into the pocket and greater than 2000 ohms was observed on the left ventricular lead. The device was removed from the pocket, the set screw was loosened, the left ventricular lead was reinserted. Impedances on this lead were then normal. There was expressed concern of the possibility of a lead spontaneously popping out of the header while implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2012 that medical records was notified that this patient had died in (B)(6) 2012. The device's past implant history was significant for a report of beeping tones while the patient was aboard a cruise ship in (B)(6) 2011. At that time, technical services discussed possible inadvertent exposure to a magnet and the typical beeping tones/pattern that the device can generate. A few days prior to the reported date of death, a clinic nurse had contacted technical services to discuss end-of-life protocol for this patient. According to the clinic nurse, the patient had non-device related surgery and suffered massive blood clots. At that time, the patient was not expected to live when extubated. Technical services discussed the need for a written order by the physician to have the device programmed off. Boston scientific received information from the local representative that there have been no report by the physician that the device caused or contributed to the patient's death. There was no request by the clinic to interrogate the device post-mortem. It appears that the device will not be returned to boston scientific's post market quality assurance laboratory as the device may have been buried with the patient.